Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a misalignment of the drain hose to the user facility drain. The flush valve was not turned off and allowed for water to leak from the drain hose and onto the floor. The technician realigned and secured the drain hose to the user facility drain. The sterilizer was tested and returned to service operating according to specification.

Event description:
The user facility reported their sterilizer was leaking water. No injuries or procedural delays or cancellations were reported.